Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia (bleeding b/w periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), cystitis ("bladder/urinary problems: bladder infection"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), alopecia ("other injuries/symptoms: hair loss"), tooth disorder ("other injuries/symptoms: ental problems"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headache"), nausea ("other injuries/symptoms: nausea") and eye disorder ("other injuries/symptoms: eye disorder") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"), weight increased ("other injuries/symptoms: weight gain") and uterine leiomyoma ("other" please describe fibroids"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, blood disorder, cardiac disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, eye disorder, weight increased and uterine leiomyoma had resolved and the rash, skin disorder, psychological trauma, urinary tract infection and cystitis outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract infection, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008, (B)(6) 2009 received treatment for: pelvic/ abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),blood/heart disorder, psych injury, fatigue, gi conditions, hair loss, dental problems, hormonal changes,migraine, headaches, nausea, vision problems, weight gain, fibroids. Plaintiff claiming pregnancy: birth - complication, birth - no complication (as reported) but not specified. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Event injury was updated and new events: pelvic/ abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), blood/heart disorder, allergy: rash/skin condition, psych injury, bladder/urinary problems: bladder infection. Uti, other injuries/symptoms: fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, vision problems, weight gain, fibroids were added. Removal details added. New reporters and plaintiffs information added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ chronic pain') in a 28-year-old female patient who had essure (batch no. 625647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "had trouble getting one of the coils in- longer than expected". The patient's medical history included pregnancy with contraceptive device ( miscarriage in 2010) and pregnancy with contraceptive device (miscarriage in 2013). Concomitant products included fluoxetine hydrochloride (prozac). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash/skin condition/ rashes or skin conditions type: back rash"), migraine ("other injuries/symptoms: migraine/ migraines / headaches"), headache ("other injuries/symptoms: headache"), hypertension ("blood or heart disorder/condition type: high blood pressure") and post-traumatic stress disorder ("ptsd"), 1 year 10 months after insertion of essure. On (B)(6) 2011, the patient experienced tooth disorder ("other injuries/symptoms: dental problems") and nausea ("other injuries/symptoms: nausea") and was found to have weight increased ("other injuries/symptoms: weight gain"). In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous ("miscarriage"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain\left side pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding), abnormal bleeding (vaginal, menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("bladder/urinary problems: uti"), cystitis ("bladder/urinary problems: bladder infection/ infection (bladder/ urinary tract/vaginal) type: bladder"), fatigue ("other injuries/symptoms: fatigue"), diarrhoea ("other injuries/symptoms: gi conditions/ gastrointestinal or digestive system condition type: diahhrea / constipation"), alopecia ("other injuries/symptoms: hair loss"), anger ("other injuries/symptoms: hormonal changes/ hormonal changes describe: anger, emotional, mood swings, frustrated"), eye disorder ("other injuries/symptoms: eye disorder/ vision/eye problems"), emotional disorder ("hormonal changes describe: anger, emotional, mood swings, frustrated"), frustration tolerance decreased ("hormonal changes describe: anger, emotional, mood swings, frustrated"), mood swings ("hormonal changes describe: anger, emotional, mood swings, frustrated"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression\psych injury"), constipation ("gastrointestinal or digestive system condition type: diahhrea / constipation") and vision blurred ("blurry vision") and was found to have uterine leiomyoma ("other" please describe fibroids"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, fatigue, diarrhoea, alopecia, tooth disorder, anger, migraine, headache, nausea, eye disorder, weight increased, uterine leiomyoma, mood swings and vaginal haemorrhage had resolved and the pregnancy with contraceptive device, abortion spontaneous, rash, urinary tract infection, cystitis, emotional disorder, frustration tolerance decreased, depression, hypertension, constipation and post-traumatic stress disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anger, back pain, constipation, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, emotional disorder, eye disorder, fatigue, frustration tolerance decreased, headache, hypertension, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, rash, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008, (B)(6) 2009, (B)(6) 2008. Discrepancy noted in removal date- (B)(6) 2017. Received treatment for: pelvic/ abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),blood/heart disorder, psych injury, fatigue, gi conditions, hair loss, dental problems, hormonal changes,migraine, headaches, nausea, vision problems, weight gain, fibroids. Plaintiff claiming pregnancy: birth - complication, birth - no complication (as reported) but not specified/ the plaintiff experienced two additional miscarriages in 2010 and 2013 which have been captured under case number (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Imaging procedure - on (B)(6) 2010: result: bilateral occlusion. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : hypertension, abdominal pain, fibroids, menorrhagia, post-traumatic stress disorder. Most recent follow-up information incorporated above includes: on 27-jan-2020: plaintiff fact sheet and medical records received : lot number added. Reporters information and patient details added. Events added- pregnancy with contraceptive device, abortion spontaneous, device ineffective, vaginal hemorrhage, post-traumatic stress disorder, vision blurred, device difficult to use. Event ¿gastrointestinal disorder¿ updated to ¿diarrhoea¿ and ¿constipation¿. Event ¿hormone level abnormal¿ updated to ¿anger, emotional, mood swings, frustrated¿. Event skin disorder clubbed with rashes or skin conditions type: back rash. Event psych injury clubbed with psychological or psychiatric problems condition: depression. Event blood/heart disorder updated to hypertension. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.